Event description:
Per independent repair center statement; the unit has low o2/yellow light. The key failure was a saturated sieve bed. Additional malfunctions were on/off switch has no alarm, and broken tie wraps.